Manufacturer narrative:
Concomitant medical products: dtbb2qq ICD, implanted: (B)(6) 2013; 429888, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to be intermittently oversensing and undersensing. No programming changes were requested at the time of the event. The lead remains in us. No patient complications have been reported as a result of this event.